Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem usb cable. Replacement charging supplies were sent to the customer and the issue persisted and the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.